Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue, it is documented in the service record that a mod will be performed on customer's instrument. An order also placed for 2 amp board after mod completion. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported persisting fl1 and fl5 /aux error when running flow-check with newly upgraded cxp (B)(4) software on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.